Event description:
Pt called lfs because meter was giving an error 3 message. Pt had symptoms which consisted of feeling faint, shaky and hot. Pt was only able to obtain two readings on the meter. The first reading was 61mg/dl and the second reading was 127mg/dl. Pt did not seek medical attention or call their physician. Pt did not suffer a serious injury by lifescan's definition. Customer service was unable to resolve the issue and sent pt a new meter.